Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following section was corrected: d4, g4. Visual examination of the provided pictures showed the explanted items; no information was able to be obtained from the photos. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no related deviations or anomalies during manufacturing. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and confirmed to be post revision. These were not reviewed by a health care professional. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately one and a half years post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available at this time.